Event description:
On (B)(6) the patient received intravenous therapy via an indwelling catheter. During the procedure, a small, transparent ball formed at the heparin cap of the catheter, measuring 1.5¿2.5 cm in diameter. The infusion pump did not sound an alarm, the infusion rate was normal, and the patient reported no discomfort.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.